Event description:
It was reported that the customer's insulin pump alarmed with a motor error. The device had not been exposed to a high magnetic field. The motor error occurred eight times in the previous 30 days. The customer was unable to rewind the device. Customer's blood glucose was 169 mg/dl. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.